Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Observed sensor plug was properly seated in the mount and no issues were observed. Sensor found to be in state 5 (indicating normal termination). Extracted data from returned sensor using approved software. Performed visual inspection on sensor plug assembly and no issues were observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified.

Event description:
The customer reported a "sensor ended" message with the adc freestyle libre sensor, on day of application. The customer reported he subsequently experienced a hypoglycemic event and lost consciousness. The customer was taken to the emergency room, and received unspecified treatment. No information was provided in regards to treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "sensor ended" message with the adc freestyle libre sensor, on day of application. The customer reported he subsequently experienced a hypoglycemic event and lost consciousness. The customer was taken to the emergency room, and received unspecified treatment. No information was provided in regards to treatment. There was no report of death or permanent injury associated with this event.